Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("acute pelvic inflammatory disease"), pelvic pain ("pain / pelvic pain"), procedural intestinal perforation ("small bowel perforation during hysterectomy / small bowel injury"), genital haemorrhage ("persistent bleeding") and pituitary tumour ("pituitary tumor") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3 (((B)(6) 1991, (B)(6) 1997, (B)(6) 2008)), appendectomy, explorative laparotomy, constipation chronic, kidney stone, exudate nipples bloody and colon operation. Previously administered products included for birth control: depo provera shot in 2008. Concurrent conditions included overweight, hot flashes, tobacco abuse, asthma, psoriatic arthropathy, perineal pain, mesenteric adenitis, pituitary adenoma, lung nodule, galactorrhea, hepatic cancer, fungal infection of nail, reactive airways disease, uterovaginal prolapse, genital pain, smoker and alcohol use. Family history included breast cancer, diabetes (father) and hypertension (father). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection") and cystitis ("urinary tract infection/ bladder infection"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced rash ("rashes on breasts"). In (B)(6) 2014, the patient experienced pituitary tumour (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), procedural intestinal perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), breast pain ("breast pain / breasts"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy), surgery (she had surgery to remove the essure implant) and surgery (surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, procedural intestinal perforation, genital haemorrhage, pituitary tumour, depression, anxiety, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue, weight increased and cystitis outcome was unknown, the pelvic pain, rash, breast pain, back pain, abdominal pain and vaginal infection had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, breast pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pituitary tumour, procedural intestinal perforation, rash, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. On (B)(6) 2016, surgical pathology report : a. Uterus, cervix, bilateral fallopian tubes: received in formalin labeled "(B)(6) uterus, cervix, bilateral fallopian tubes" is a 146 gm hysterectomy specimen with bilateral fabricated fallopian tubes. The hysterectomy specimen measures 8.9 cm fundus to ectocervix, 5.1 cm from cornu to cornu and 4.7 cm from anterior to posterior. The serosa is tan-gray, some with focal areas of adhesions. The cervix is 3 cm in length and 3.6 cm in diameter. The ecto cervical mucosa is tan-gray and disrupted on the anterior aspect. The endo cervical c anal is patent. The endometrium is pink-tan and up to 0.3 cm in thickness. The myometrium is pink-tan and striated. The attached fimbriae and fallopian tube average 6 cm in length and 0.7 cm in diameter. The serosa is purple, smooth and glistening (each fallopian tube is remarkable for a smooth lined para tubal cyst that measures up to 1.1 cm in greatest dimension). The fallopian tubes are remarkable for metallic coils at the insertion site. The remainder of the specimen is sent to legal storage administration in the size safe kit. Sis: a: (6) 1 anterior cervix; 2 posterior cervix; 3 anterior endomyometrium;4 posterior endo myometrium; 5 serosal slivers; 6 fallopian tubes (the left fallopian tube is inked black). Stock saved. Portion of small bowel: received in formalin labeled "(B)(6) portion of small bowel" is an un oriented portion of small bowel that measures 2.2 cm in length and 1 .9 cm in diameter. There is one stapled resection margin and one open resection margin. There are multiple staples embedded within the tissue. The serosa is purple and dusky. The mucosa is red and erythematous. Representative sections are submitted in two cassettes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records conforming events pelvic inflammatory disease, chronic pelvic pain , dysmenorrhea, small bowel injury pituitary tumor, dyspareunia, depression, anxiety. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received- new event bladder infection added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("acute pelvic inflammatory disease"), pelvic pain ("pain / pelvic pain"), intestinal perforation ("small bowel perforation during hysterectomy / small bowel injury"), genital haemorrhage ("persistent bleeding") and pituitary tumour ("pituitary tumor") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 3 (((B)(6) 1991, (B)(6) 1997, (B)(6) 2008)), appendectomy, explorative laparotomy, constipation chronic, kidney stone, exudate nipples bloody and colon operation. Previously administered products included for birth control: depo provera shot in 2008. Concurrent conditions included overweight, hot flashes, tobacco abuse, asthma, psoriatic arthropathy, perineal pain, mesenteric adenitis, pituitary adenoma, lung nodule, galactorrhea, hepatic cancer, fungal infection of nail, reactive airways disease, vaginal prolapse, genital pain, smoker and alcohol use. Family history included breast cancer, diabetes (father) and hypertension (father). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), vaginal infection ("vaginal infection"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced rash ("rashes on breasts"). In (B)(6) 2014, the patient experienced pituitary tumour (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), breast pain ("breast pain / breasts"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy), surgery (she had surgery to remove the essure implant) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, intestinal perforation, genital haemorrhage, pituitary tumour, depression, anxiety, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown, the pelvic pain, rash, vaginal infection, breast pain, back pain and abdominal pain had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, breast pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, intestinal perforation, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pituitary tumour, rash, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. On (B)(6) 2016, surgical pathology report : a. Uterus, cervix, bilateral fallopian tubes: received in formalin labeled "laredo, trina l uterus, cervix, bilateral fallopian tubes" is a 146 gm hysterectomy specimen with bilateral fabricated fallopian tubes. The hysterectomy specimen measures 8.9 cm fundus to ectocervix, 5.1 cm from cornu to cornu and 4.7 cm from anterior to posterior. The serosa is tan-gray, some with focal areas of adhesions. The cervix is 3 cm in length and 3.6 cm in diameter. The ecto cervical mucosa is tan-gray and disrupted on the anterior aspect. The endo cervical c anal is patent. The endometrium is pink-tan and up to 0.3 cm in thickness. The myometrium is pink-tan and striated. The attached fimbriae and fallopian tube average 6 cm in length and 0.7 cm in diameter. The serosa is purple, smooth and glistening (each fallopian tube is remarkable for a smooth lined para tubal cyst that measures up to 1.1 cm in greatest dimension). The fallopian tubes are remarkable for metallic coils at the insertion site. The remainder of the specimen is sent to legal storage administration in the size safe kit. Sis: a: (6) 1 anterior cervix; 2 posterior cervix; 3 anterior endomyometrium;4 posterior endo myometrium; 5 serosal slivers; 6 fallopian tubes (the left fallopian tube is inked black). Stock saved. Portion of small bowel: received in formalin labeled "laredo, trina l portion of small bowel" is an un oriented portion of small bowel that measures 2.2 cm in length and 1 .9 cm in diameter. There is one stapled resection margin and one open resection margin. There are multiple staples embedded within the tissue. The serosa is purple and dusky. The mucosa is red and erythematous. Representative sections are submitted in two cassettes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records conforming events pelvic inflammatory disease, chronic pelvic pain , dysmenorrhea, small bowel injury pituitary tumor, dyspareunia, depression, anxiety. Most recent follow-up information incorporated above includes: on 14-feb-2018: pfs received - new events "depression, anxiety, rashes on breasts, pituitary tumor, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, migraines, headaches, dysmenorrhea (cramping), fatigue, weight gain, dyspareunia (painful sexual intercourse), breast pain / breasts, lower back pain, abdominal pain, vaginal infections, did not undergo an essure confirmation test, small bowel perforation during hysterectomy and acute pelvic inflammatory disease " were added. New reporter was added. Historical and concomitant conditions and treatment medication were added. Lab data were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.